Manufacturer narrative:
Investigation summary: an unknown used sample was returned by the customer. During inspection of the sample, it was observed that the tubing appeared to be cut. The other half of the set was not returned. A device history record review could not be performed because a model or lot number was not provided by the customer. Without a material number or the other part of the set, a definite root cause could not be determined. The probable root cause for this defect is that the tubing was cut some time after manufacturing.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the sample was defective/damaged. Verbatim: pr for sample 1 tubing defective/ damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the sample was defective/damaged. Verbatim: pr for sample (B)(6) tubing defective/ damaged.